Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.

Event description:
A physician deployed a starclose device into this patient's vasculature and could not remove it. The device was surgically removed from the patient.